Manufacturer narrative:
The reported device is en-route to conmed for evaluation. A supplemental report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
During a tonsil biopsy, the electrosurgical handpiece needle electrode tip was reported to have 'flared', causing the insulation to burn and a significant build-up of char on the tip. The needle electrode was removed from the electrosurgical handpiece and a new electrode was used to complete the case without any surgical delay or patient injury. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.

Manufacturer narrative:
To date, additional information regarding the patient and event have not been made available by the facility. The complaint deice was returned to conmed for evaluation. Visual inspection confirmed char on the extended insulation and needle. The device was then cleaned and re-inspected. The insulation was observed to have a slight discoloration but showed minimal signs of heat deformation. Functional testing was completed and the device met specification and functioned as intended. The cause of the "charring" is likely due to the active electrode igniting when contacting a foreign material. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. (B)(4). A clinical data report (cdr) states the undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits to the patients. To prevent this potential problem from recurring and to reduce the risk of patient injury, the instruction for use provide the following information. Electrodes must only be used in a conductive fluid medium to avoid insulation damage. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. This incident type will continue to be monitored through the complaint system to assure patient safety.